Manufacturer narrative:
Retainer ring=clear. Customer complained on (B)(6) 2021 the pump alarmed replace battery now and the display is blank. Complained the battery cap is damaged and the battery compartment is damaged. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was monitored. No blank display noted during testing. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No replace battery now alarms or power anomalies noted during testing or in the pump trace download. However, the pump received missing battery cap contact, broken battery tube threads and corroded battery tube. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: corroded battery tube, cracked keypad overlay, missing display window cover, broken battery tube threads, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and missing battery cap contact. The p-cap/reservoir does lock properly. Pump passed functional testing. No blank display or replace battery now alarms noted during test. However, confirmed missing battery cap contact, corroded battery tube and broken battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that she experienced hyperglycemia. Customer's blood glucose level was 23 mmol/l at the time of call. Customer reported that the insulin pump had a blank display. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Customer stated that the contacts on the battery cap neither missing nor damaged. Display did not return after insulin pump restart. Customer called back again because she received the replacement insulin pump and noticed there was a metal piece on the batter cap which was different from the cap she had on her old insulin pump. She used the battery cap from the replacement insulin pump and insulin pump was working really fine. The insulin pump will not be returned for analysis.